Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. The sensor plug was removed and the plug assembly was inspected, no issues observed. Sensor was reprogrammed and sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed. All results were within specification. No malfunction or product deficiency was identified. The reported reader has not been returned, however an extended investigation for this complaint was previously completed and reported in the previous submission, therefore no further investigative actions are required.

Event description:
A customer reported that on (B)(6) 2020, her adc freestyle libre 2 sensor failed to scan and she became hypoglycemic and was unable to treat herself. The customer¿s husband administered a glucagon injection as treatment. The customer had contact with a healthcare provider who diagnosed her with hypoglycemia but no treatment was rendered. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that on (B)(6) 2020, her adc freestyle libre 2 sensor failed to scan and she became hypoglycemic and was unable to treat herself. The customer¿s husband administered a glucagon injection as treatment. The customer had contact with a healthcare provider who diagnosed her with hypoglycemia but no treatment was rendered. No further information was provided. There was no report of death or permanent injury associated with this event.